Event description:
The following was reported to hamilton medical ag: the ventilator alarmed with release valve defective. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for 'release valve defective'. The state of the device when the issue appeared is unknown. However, it was reported that the failure did not occur during ventilation. No device logs were provided with this complaint. A release valve was sent to the customer. However, no information was received if the replacement part resolved the issue. This case is considered as closed.